Manufacturer narrative:
Replaced plastic tubing to fill chamber valve ( fluid filled ) to correct issue. Per (B)(4), replaced worn fingers on complete pressure adjusters with tip replacement kit. The unit passed all diagnostic tests, functional tests, and is fully operational. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the pressure would not go below 50. Procedure was completed using the pump. No patient consequences. Device to be returned.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The manufacturer contact name has been updated as (B)(4). Contact phone number and email address have been updated accordingly. Investigation summary: the device history record statement was inadvertently missed in the investigation summary section on the initial report. The updated investigation summary is as follows: investigation summary: replaced plastic tubing to fill chamber valve ( fluid filled ) to correct issue. Replaced worn fingers on complete pressure adjusters with tip replacement kit. The unit passed all diagnostic tests, functional tests, and is fully operational. Device history lot: this device was produced prior to the closure of the fms facility in nice, france and therefore will not have a DHR review preformed. If additional information should become available, a supplemental medwatch will be submitted accordingly. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.